Event description:
Port quit functioning. 7/26/02-vena cavagram revealed fracture of catheter. 2002 during surgery to remove port, proximal portion was pulled free but distal portion of catheter remained. Urgent vena cavagram showed 11cm distal portion of catheter in superior vena cava and medial portion in right subclavian vein. Catheter was successfully removed by interventional cardiologist via the right femoral vein.